Event description:
It was reported that during an unknown procedure the stapler would not open, the jaws jammed. A second new like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.